Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage keypad trace. The unit received with currents in specification. There was no blank display noted. The numbers does not ramp up on its own or scroll bar moving without input. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 245 mg/dl at the time of incident. The insulin pump will be returned for analysis.